Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders and patients not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the new orders and patients were not crossing over. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and observed the errors in cce message trace and found the corresponding error in structured query language (sql) for I/o timeout. Then restarted cce services and restored the communication. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders and patients not crossed over. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.